Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation results: suspect product: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated in the case: -investigation results updated -annex codes b,c,d and g codes updated -narrative updated accordingly final manufacturer's comment: (B)(6) 2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary suspect product: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novpen 6 ended up having dka [diabetic ketoacidosis]. Plunger was the issue [device issue]. Case description: this serious spontaneous case from australia was reported by a medical doctor as "novpen 6 ended up having dka(diabetic ketoacidosis)" with an unspecified onset date, "plunger was the issue(device component issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. Patient used novopen 6 and on an unknown date ended up having diabetic ketoacidosis, and plunger had issues. Batch number of novopen 6: was requested. Action taken to novopen 6 was reported as product discontinued. The outcome for the event "novpen 6 ended up having dka(diabetic ketoacidosis)" was not reported. The outcome for the event "plunger was the issue(device component issue)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Preliminary manufacturer's comment: 01-dec-2023: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion is reached. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".